Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. Customer's blood glucose level was 600 mg/dl to "high". Customer performed a supply change and administered a manual injection to address the issue and was admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin and was discharged 5 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on cartridge removal process.